Event description:
Information was received indicating that there was filter leakage during the use of a smiths medical cadd administration set after the 3rd or 4th day of antibiotic administration. No medical intervention was required and there was no patient injury.